Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. It was observed in the data management system that there were two alerts that were asserted simultaneously, both low glucose alert and an out of range low glucose alert that occurred during the time in mentioned by the end user, 10:29:22 (cet). There were multiple low glucose and out of range glucose alerts between 10:29 am and 10:54 am. The investigation concluded that the low glucose and out of range system alerts, both on transmitter and in the application, were asserted in the described time frame. The patient fainted, was rescued by an ambulance, at that time she was given 3 vials of glucose. The patient was not feeling well for 2 days, but reports she is now doing well.

Event description:
Senseonics was made aware of an instance where in a patient using eversense cgm went through a hypoglycemia event which was not detected by the system.